Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: motherboard & graphics processing unit (gpu) are faulty a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error code e116 due to the motherboard and graphics processing unit (gpu) were found to be faulty. The most probable cause is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had error code 116 during inspection for use. There were no reports of patient harm.